Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient experienced urinary urgency, bladder spasms, and stress urinary incontinence. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent complete excision of mesh on (B)(6) 2013 due to pelvic pain, anemia, retroperitoneal hematoma, and suprapubic mass.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07337. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It was reported that on (B)(6) 2011 the patient underwent partial mesh excision.